Manufacturer narrative:
Sc-1132 (sn (B)(4)) device evaluation indicated that the ipg passed visual, electrical, performance and photographic imaging tests performed. The source of the complaint could not be determined. The ipg passed all the required tests and revealed no anomalies. Sc-8336-50 (sn (B)(4)) device evaluation indicated that the lead passed visual and electrical tests performed. No anomalies were found. Sc-4316 (sn (B)(4)) device evaluation indicated that the clik anchor passed visual test performed.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-8336-50, serial #: (B)(4), description: cover edge 32, 50 cm 4x8 surgical lead. Model#: sc- 4316, lot #: 17353104 description: next generation anchor kit-sterile.

Event description:
A report was received that the patient was experiencing burning sensation and pain at the ipg site whether stimulation was turned on or off. Database analysis revealed no anomalies. The physician gave a topical cream to try to calm down the area. The patient underwent an explant procedure. The patient was reportedly doing well postoperatively. No device malfunction was suspected.

Event description:
A report was received that the patient was experiencing burning sensation and pain at the ipg site whether stimulation was turned on or off. Database analysis revealed no anomalies. The physician gave a topical cream to try to calm down the area. The patient underwent an explant procedure. The patient was reportedly doing well postoperatively. No device malfunction was suspected.